Manufacturer narrative:
(B)(4). Technical support recommended replacing the single board computer printed circuit board. Although requested, repair information was not provided.

Event description:
It was reported that a ventilator display froze during start up. There was no patient involvement.